Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. Upon interrogation the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post paced t wave oversensing. The patient did not receive therapy during the oversensing. Low frequency attenuation filter was programmed on. Programming changes were made.